Event description:
A consumer reported that they sometimes experienced double vision and they experienced a loss of consciousness once. The patient was reading the manual, which indicated that patient may experience secondary symptoms as a result of the deep brain stimulation (dbs) system. The patient wanted to know what those symptoms were and if the symptoms they experienced were temporary in nature and would go away with time. No environmental, external or patient factors contributed to the event. No surgical intervention was taken or planned and the patient was alive with no injury. It was unknown if the issue was resolved. No further patient complications were anticipated/reported. The patient's indication for use is essential tremor.